Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: (B)(6) 2007 and 407645 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was inquiring about a second opinion regarding how the device was after implant. It was further reported that the patient's replacement device was "bulging and moving" under the patient's arm. The device is still active in the patient. No patient complications have been reported as a result of this event.